Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh and advantage were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient experienced the complication of cystotomy with the bladder neck suspension trocar. It was reported that following insertion the patient experienced pain, infection and urinary problems. No additional information was provided. (B)(4) - urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.